Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) examined the system onsite and confirmed that system does not start up. Review of the log files showed errors related to video processing. Upon troubleshooting, fse found that windows booted in low resolution when an additional flexspot pc was connected and found the cause of the issue was a faulty converter. To resolve the issue, fse replaced the converter between the flexspot pc and the screen. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that system did not boot up correctly. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.